Event description:
It was reported by the patient that when using a ham radio, the patient feels a twinge in the chest and left thigh. Electromagnetic compatibility with the pacemaker was discussed and follow-up with the physician's clinic was attempted, however the patient had not been seen in the clinic and no further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).